Manufacturer narrative:
The t:slim pump user guide states, "the intended use of the t:slim system is for the continuous subcutaneous insulin infusion (csii), at set and variable rates, for the management of diabetes mellitus in persons requiring insulin, for individuals 12 years of age and greater." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer's mother observed an extended bolus on the pump that had not been initiated by her. Contact observed that the time range was also increasing instead of decreasing. Customer's blood glucose level was not impacted. During troubleshooting with tandem technical support, pump data was reviewed and showed that an extended bolus had been requested the previous evening but was not recorded as completed until the user aborted the bolus the next morning. Tandem technical support explained that this was a display issue only and the pump had delivered the accurate requested dosage.